Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00567, 3006705815-2022-00569. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered low impedance in both of patient's leads. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue.